Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient states his whole left side from foot to ankle to shin to knee to thighs is all numb. Patient states they were told the stimulator will take care of that fine so they went in for a trial and the representative put a program in and it worked great for about a day and next morning his leg was numb and stimulating. Patient reports this has happened 6 times and each time the representative tells him it is his fault because they touches the remote and the program works but only lasts 4-5 minutes and does not stay in. Pt states the rep will program and the settings dont stay there and pt states hes getting blamed for touching remote. Pt states he cannot walk on his leg anymore. Agent asked if patient has tried all the different groups and patient states they has not gone near it because the representative blames him for doing that. Patient mentioned they has fallen twice since then and has fallen on concrete and his leg has given out 4 times and his elbows, hips and everything hurts him and they can't handle the pain anymore. Pt states fallen in the past two weeks. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt requested to speak to a boss of the regional manager about this. Pt was not clear on the event date but states had numbing before implant and agent put since implant as this is when this all began. Agent sent email for visibility. Additional information was received from a patient (pt). It was reported that the controller wouldn't hold the programming. Pt said that the rep told them to call patient services (pss) and have the controller replaced. When asked for the event date, patient stated that it had been 4 or 5 months. Pt then said that every time the rep set the programming, it only lasted like 20 minutes before it switched off. Agent asked the pt when the rep was first notified of the reported issue and pt said that the very first one they went on the trial for it and when the trial was over the rep did it again and then again and then two times after that and then set up a. A replacement controller was sent out. Additional information was received from a patient (pt). It was reported that it doesn't work (agent understood as therapy) as the patient inquired about meeting with a a manufacturer representative (rep) who set up the program to explain how to keep the programming within their controller. Patient reported their representative set up the program and every 20 minutes or so it disappeared and they couldn't get it back (agent understood as stimulation turning off on its own) and it had been very annoying. Patient reported that now they had a numb left leg and they couldn't stand or walk on it. Patient was disappointed in their experience with the device. Patient attempted to call their representative who reprogrammed them 5 times but had not heard back. The issue was not resolved. Agent reviewed role of rep and provided nas phone number. An email was sent to the local field representatives in notifying them about this issue and for an urgent patient callback and appointment request. Agent advised the patient to seek medical care if their pain or symptoms get worse. Additional information was received from a patient (pt). Patient called stated they are getting checking recharger message for an hour and half. Patient then said they are recharging excellent now. Controller show ins 0% recharging excellent and controller 80% charged. Patient stated this is what they needed to see and said its working now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported my manufacturing representative(rep) that patients battery was off more than half the time with multiple changes between groups causing inconsistency in treatment. Rep educated in best charging practices so avoid battery depletion as well as staying in the same group for 72 hours to check efficacy, rep reported that there is another follow up appointment to ensure everything is working properly.